Event description:
Caller reported that a malfunction occurred on the pump after falling into a pool. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump to be sent to the customer. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.